Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a hole in the tubing occurred. A spiroflex angiojet thrombectomy catheter was selected for use; however the system received an error. A second spiroflex angiojet thrombectomy catheter was selected for use; however a hole in the tubing was noted and blood was noted on the floor. The procedure was completed with this device. There were no patient complications were reported and the patient's status is fine.